Event description:
It was reported that during treatment the pump alarmed continuously. A backup pump was delivered.

Manufacturer narrative:
The device used in treatment was returned for evaluation however we were unable to establish a relationship between the device and the reported event and therefore the root cause is undetermined. A visual evaluation did not identify any issues. A functional evaluation of the device did not reveal any malfunction. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances and these instances are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.